Manufacturer narrative:
No additional information expected.

Event description:
The physician reported peritubal crusting and erosion of the tympanic membrane 2 x 2.5 millimeters in the right ear. The tube was explanted on (B)(6)2010.